Manufacturer narrative:
Device evaluated by manufacturer - magnified inspection revealed no damage. There was no evidence of any proximal bond anomalies or distal outer neckdown. When positive pressure was applied with an inflation device filled with water, water emitted from a pinhole in the balloon wall aligned with the distal end of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a ballooning procedure, the device was unable to maintain pressure. As the 2.0x150mm 150cm sterling balloon was inflated to 10 atm for the first inflation it was noted that the balloon was unable to bring to pressure. The balloon was removed intact and the procedure was completed with another 2.0x150mm 150cm sterling balloon. No patient complications were reported and the patient status is stable, however returned device analysis revealed a balloon pin hole.